Manufacturer narrative:
The failure investigation has been completed and the malfunction issue was verified. Functional testing was performed and no failure was identified related to the low blood glucose issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 49 mg/dl; cause was unknown. Customer consumed apple juice to address low bg. Reportedly, customer reverted to manual injections for insulin therapy.